Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed. Analysis indicated that the shaft was mechanically with the flat wire protruding. The device cup was mechanically damage. The shaft was mechanically kinked. The analyst noted that the full delivery system with received with the device deployed. The shaft near the proximal end of the device cup shows exposed mesh wire. The device cup edge was bent and contained blood inside the device cup. But the device could be deployed, and recaptured into the device cup. The shaft has a kink/buckle 16cm from the distal end of the delivery system. The analyst commented the full delivery system with received with the device deployed. The shaft near the proximal end of the device cup shows exposed mesh wire. The device cup edge was bent and contained blood inside the device cup. But the device could be deployed, and recaptured into the device cup. The shaft has a kink/buckle 16cm from the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cup on the end of the delivery system became deformed after deploying the leadless implantable pulse generator (ipg), preventing the device from being recaptured. The device was able to be removed through the delivery sheath, and another system was used successfully. No patient complications have been reported as a result of this event.